Event description:
On (B)(6) 2011, the customer reported a colleague device, product code 2m9163, lot/sn# (B)(4). The process step is unknown; no patient injury reported; patient involvement is unknown; medical intervention is unknown. The sample is available for evaluation; work order # (B)(4) was opened. This incident was addressed under (B)(6). During the evaluation of (B)(4) was found to have interrupted delivery on (B)(6) 2011. Interruption of delivery is a reportable malfunction therefore this complaint was opened to address this event. The device was in use for one (1) second when the interruption occurred. As the event was found during servicing, potential patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective channel a pump head module (phm). To correct the condition, the channel a phm was replaced. If any additional information is received, a follow-up MDR will be sent.